Manufacturer narrative:
A review of the DHR indicated that there were no dimensional, functional, or material anomalies reported at inspection. A visual examination confirmed the reported event. One of the two tabs of the screw head has fractured off. In addition to the fractured head, the remaining tab on the screw head exhibits signs of discoloration on the internal head threads. The probable underlying root cause for the damage is excessive forces leading to loss of mechanical integrity and ultimately implant fracture during usage.

Event description:
It was reported that the screw broke during torquing in surgery. Subsequently, the screw was explanted.patient outcome: no adverse effect reported as a result of this event.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.(B)(4).